Manufacturer narrative:
The production lot number was not reported to the MFR therefore, the MFR site is unknown.

Event description:
The product was used during a total gastrectomy procedure for a high esophago-jejunostomy. Reportedly, the tissue ring was not complete. The device was difficult to remove from the application site. The surgeon re-anastomosed by hand suturing and performing a thoracotomy.